Event description:
It was reported that right ventricular (rv) lead was explanted due to lead fractured. New lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).